Event description:
Trouble walking, swelling, puffiness, fluid buildup, tired ,feeling dizziness; the above are all the side effects after I received 2 injections in both knees at the same time from my doctor in my left knee and his assistant in my right knee, the right knee has been hurting since then. It hurt right after the assistant injected me. It felt like he hit the bone. The injection was called hyaluronic acid, visco supplementation, rooster comb injection. I had to go back 5 or 6 times as the knee swelled and had to be drained, I was sent for a MRI of the knee a couple of weeks ago, the doctor read it and claims it was arthritis. I never had any arthritis, my original visit to the doctor prior to (B)(6) 2018 was to get a cortisone shot which I received and it corrected the problem the doctor had taken a x -ray at his facility and informed me ¿quote¿ your knees are in good shape and the jell shots would protect them in the future. The physician: dr. (B)(6).